Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, a strut in close proximity to the aortic wall and the resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation, a strut in close proximity to the aortic wall and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient underwent resection of an intra-abdominal spindle cell tumor. Post-operatively, the patient¿s course was complicated by a left lower extremity deep vein thrombosis (dvt) which was initially treated with heparin with a conversion to coumadin. The patient subsequently developed increased left lower extremity pain and swelling and dyspnea. An ultrasound revealed an occlusive dvt extending from the external iliac vein into the popliteal vein. A computerized tomography (CT) was negative for pulmonary embolism (pe) but was consistent with acute thrombus suggesting that there had been the development of new clot burden. The indication for the filter placement was reported to be the patient¿s recent dvt in the setting of therapeutic anticoagulation and the risk of pe. During pre-deployment imaging, it was noted that the renal veins were not convincingly seen. The filter was implanted via the right common femoral vein. Approximately eleven years after the filter implantation, the patient became aware that the filter struts had perforated medially and posteriorly outside of the inferior vena cava (ivc) in close proximity to the aortic wall. The filter was noted to be tilted with the superior aspect of the filter in contact with the anterior caval wall and the inferior aspect of the filter in proximity to the posterior caval wall. In addition, the filter was reported to have become embedded in the ivc wall. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation, a strut in close proximity to the aortic wall and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records the patient was reported to have a preoperative diagnosis of left leg deep vein thrombosis (dvt) with possible pulmonary embolism (pe) who had undergone resection of an intraabdominal spindle cell tumor. The patient¿s postoperative course was complicated by development of left dvt, initially managed with heparin converted to coumadin, and developed increased left leg pain and swelling and dyspnea with duplex documenting occlusive dvt extending from the external iliac vein to the popliteal vein and computerized tomography (CT) scan findings consistent with acute thrombus, suggesting that there was development of new clot burden in the sitting of therapeutic anticoagulation. Because of development of new thrombus and therapeutic anticoagulation and the likelihood of pulmonary embolism, placement of the inferior vena cava (ivc) was advised. Using ultrasound guidance and inferior venacavogram, the patient underwent placement of the inferior vena cava (ivc) filter. The right groin was evaluated with ultrasound, and the common femoral vein seemed to be patent. The common femoral vein was percutaneously accessed using micropuncture technique and real-time ultrasound visualization. A guidewire was advanced into the right atrium under fluoroscopic and the inferior venacavogram demonstrated the inferior vena cava less than 30 mm in diameter and the iliac vein confluence at the l4/l5 interspace. The renal veins were not convincingly seen, although there was a suggestion of influx from each renal vein at the inferior margin of the second lumbar vertebrae. No other details were provided. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts medially and posteriorly outside the ivc, tilting of the filter anteriorly such that the proximal (cephalad) apex contacts the anterior vena caval wall and the distal (caudal) apex in proximity to the posterior caval wall; additionally, the proximal apex of the filter is embedded in the caval wall of the ivc. The patient became aware of these events approximately eleven years after the filter implantation, and further experienced anxiety related to the filter.